Event description:
It was reported that the patient had inadequate stimulation and did not want the tingling sensation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred five months ago from the date the manufacturer was made aware. Explant date: five months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18184049. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 18519924.

Manufacturer narrative:
Date of event: exact date unknown, event occurred five months ago from the date the manufacturer was made aware. Explant date: five months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18184049. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 18519924.

Event description:
It was reported that the patient had inadequate stimulation and did not want the tingling sensation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.